Manufacturer narrative:
The device was not returned for evaluation as it was discarded. A review of the device history record did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, user-related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have caused or contributed to the event.

Event description:
It was reported that the leading haptic broke off when inserting the intraocular lens (iol) into the eye. The haptic remained in the injector chamber. The lens was cut and the incision was enlarged to remove the lens. Another lens with the same model and diopter was successfully implanted. There was no patient impact.